Event description:
It was reported that a patient involved in a car accident was transferred from (B)(6) to the account for a liver resection procedure, the device was fired with a white reload. Bleeding was noted from the inferior vena cava after firing. The surgeon attempted to control the bleeding with his finger. It was noted there was a longitudinal opening on the inferior vena cava and could only see staples on one side of the staple line. It was reported the patient coded on the table due to the blood loss and the staple line issue. The patient expired. The coroner is currently evaluating the deceased patient. A total of seven reloads were used during the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). The following additional information has been requested, but no response has been received to date, a supplemental report will be sent upon receipt of additional information. What was the indication for surgery? Did the patient have injuries to the liver from the car accident? Was proximal and distal control used prior to firing? Is an autopsy being performed? Is so, please provide cause of death? Please confirm date of the death (B)(6) 2014? Is the surgeon available and willing to speak with an ethicon medical director?

Manufacturer narrative:
(B)(4). Upon review of the additional information received, it was determined that the event does not meet the FDA¿s defined criteria of a reportable death. It has been determined that the patient¿s death was unrelated to the device, and is not considered a reportable event.